Event description:
It was reported that the patient's right atrial (ra) lead dislodged during coronary artery bypass graft surgery. The ra lead was re positioned the following day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.